Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from 50s-140 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the low bg; however, the customer did not respond. No additional patient or event information was available.